Event description:
It is reported by the pt's attorney that the pt underwent knee arthroplasty in (B) (6) 2008. Post-op, she experienced pain and was revised on (B) (6) 2009. The attorney indicates that, "the metal backing of the patella broke off".

Manufacturer narrative:
Eval summary: the device was in vivo for approx 8 months. Pt info such as height, weight, and activity level is unk. Conflicting info was provided: the lot number provided indicates an all-poly patella (prolong), yet the alleged issue states, "metal backing on the back of the patella broke off". With the info provided, no definitive root cause can be ascertained. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.